Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced through a guide catheter for ultrasound examination of the target lesion. During the procedure a catheter twist occurred, and the device was removed using normal method. A second opticross catheter was introduced, and another catheter twist occurred. The device could not be removed because it was too twisted to come out of the patient. The patient was sent to another hospital where the brachial artery was incised, and the device recovered. No device residue remained in the patient. The additional surgery was completed successfully. The patient was discharged from the hospital the day after the surgery.